Event description:
It was reported that the customer was acting lethargic and was not focusing on the conversation when she called. Attempted to reach the customer with not results and the paramedics were called. The customer called back and stated that the paramedics did come to her home when she was already unconscious from her low blood glucose of 14mg/dl. It was stated that the customer called to report getting no delivery alarms during the manual prime process. Assisted the customer to run a manual prime test and the insulin pump did not alarm no delivery. Instructed the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.